Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient appeared for a routine office visit where it was discovered the patient¿s left ventricular lead was dislodged and there was no capture via the lead. Subsequently, the left ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.